Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/12/2016-product analysis: the device was returned and evaluated by product analysis on 09/17/2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed 2 unexplained rebooting events on 08/09/2016. A battery compartment crack was observed. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was observed to the pump¿s internal components.